Manufacturer narrative:
The investigation for the reported limb ischemia has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the limb ischemia could not be determined. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ h.6 revised component code as an incorrect selection was made on initial manufacturer device report number 1220648-2024-20717. Additional manufacturer narrative instructions for use were revised from the initial submission of manufacturer device report number 1220648-2024-20717 in accordance with updated procedures.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that the patient on impella cp support had distal extremity cold and no pulse. The peel away sheath was still place in the intensive care unit. Distal perfusion catheter placed, and extremity flow was evaluated. The patient hemodynamics improved, and pressors/inotropes were being weaned. The patient survived the event.